Event description:
An attempt was made to deploy a 3.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent in to a pt. Although no abnormalities were noted during the preparation and inspection prior to use, it was reported that after the relevant device was delivered to target lesion and the balloon was inflated, the physician noted that the stent was not on the balloon of sds. The stent was found in the trash beside the prep table. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval summary: medtronic has received the device and its analysis has been completed. The stent was on the stylette. The distal stent segments were completely deformed and bunched. The protective sheath was severely damaged and twisted. Crimp/bake impressions were evidence along the balloon.